Event description:
It was reported that the pt had an overstimulation sensation in both hamstrings following implant. The pt decreased the stimulation from 5.0 to 3.8 and that helped a little. The pt was seen by the physician and reported that the implant was helping with the back pain, but the pt had new pain in the thighs and buttocks. This stimulation was not helping with this pain. The pt also reported experienced shocks in the vagina. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).